Event description:
The distributor contacted animas on (B)(6) 2013 alleging visible lines through the display screen. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/26/2014.device evaluation: the device has been returned and evaluated by product analysis on 01/15/2014 with the following findings: on investigation, the display has a persistent vertical line disecting the lettering on the right side of the display screen. The cover was removed to investigate. The display screen was re-seated and tested. The persistent vertical line is still present. A defective display flex was observed.